Event description:
Customer's mother reports back to back testing to a professional meter while using the aviva system, with results of 190 mg/dl on customer's meter and, in the 400's mg/dl on professional meter. No quality controls were run. Mother reports customer was in the hospital with dka. A request was made for return of the suspect product and a replacement was sent.